Manufacturer narrative:
Load wheel casting.

Event description:
It was reported by service report that the load wheel casting was broken. There was pt involvement; however, no adverse consequences are reported.